Event description:
It was reported that during insertion of the iab through an introducer sheath, blood was observed coming back into the iab. The assembly was removed and replaced without any complications.